Event description:
A patient underwent a port placement procedure using powerport isp MRI. On (B)(6) 2025, it was reported that the skin on top of port had allegedly broken down especially over the palpitation points. The procedure was completed using another device. The device was removed and replaced with another device. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation; one photo was provided for review. The photo shows the port implantation site on the patient's skin. The provided photo was unclear. The investigation is inconclusive for the reported expulsion as the provided photo was not sufficient to confirm the reported issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using powerport isp MRI. On (B)(6) 2025, it was reported that the skin on top of port has allegedly break down especially over the palpitation points. The procedure was completed using another device. The device was removed and replaced with another device. The current status of the patient was unknown.